Event description:
It was reported that cartridge alarm 20 occurred during cartridge load process despite customer waiting for prompt to remove used cartridge, and alarm recurred even after new cartridge was installed using proper loading steps. There was no adverse impact to the customer's blood glucose level. Customer was unable to resume insulin delivery with affected pump, so customer support arranged replacement pump under warranty, instructed customer to use multiple daily injections as backup therapy, provided guidance on storage mode, advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and directed customer to return problematic pump using prepaid label within ten days, which customer understood and acknowledged.